Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was giving an "hdd port 0 and 1 error" error message. The patient vitals also disappeared for 20 seconds. When they came back, the qr waves were thick / bold for about a minute then the issue corrected itself. No patient harm was reported. Investigation summary: technical support (ts), when checking the intel storage matrix manager, found that the drive status was showing fine, and both hard disk drives (hdds) appeared under the raid section. However, when they checked the hardware info tab, in the cns application, the raid status displayed "none" for hdd port 0 & 1. These issues were due to a software upgrade that had not been completed correctly. Ts stated that the one hdd was upgraded before the other or the raid was not rebuilt correctly during the upgrade. The customer indicated all issues corrected themselves once the hdds were replaced, resolving the issues. After replacement of the hdds, no further issues were reported. A review of the device history indicates the device was delivered to the customer on 04/23/2015, and the warranty expired on 04/21/2020. During the review, there was only one other ticket #148518 on (B)(6) 2022), which occurred at this facility for this device, in the past (3) three years. Based on review, these issues are isolated incidents and both issues were resolved by replacement of the hdds. A significant trend that would warrant any corrective action has not been identified during review of device/facility trending and any further action is not needed. Based on the information reported, nk was able to confirm the reported issues were due to issues with the hdds, due to user related setup errors during the installation/upgrade process, and due to a lack of customer education. A definitive root cause of how the hard drive issue occurred could not be determined. However, it possible the hard drive was either damaged (due to wear and tear from use/aging and/or corruption). The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1: 08/23/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 08/30/2022 emailed customer via microsoft outlook for all items under the no information section. The customer provided complaint details but did not provide the information requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was giving an "hdd port 0 and 1 error" error message. The patient vitals also disappeared for 20 seconds. When they came back, the qr waves were thick / bold for about a minute then the issue corrected itself. When checking the intel storage matrix manager, the drive status shows fine, and they both appear under the raid section. However, when they checked the hardware info tab in the cns application, we see a status of "none" for hdd port 0 & 1 under raid status. These issues were due to the upgrade not being done correctly. Tech support stated that the one hard drive was upgraded before the other or the raid was not rebuilt correctly during the upgrade. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the are getting an error message of "hdd port 0 and 1 error" displayed on the central nurse's station (cns). They also had an issue on the cns where all the vitals disappeared for 20 seconds then when they came back, the qr waves were thick / bold for about a minute then the issue corrected itself. When checking the intel storage matrix manager, the drive status shows fine, and they both appear under the raid section. However, when they checked the hardware info tab in the cns application, we see a status of "none" for hdd port 0 & 1 under raid status. These issues were due to the upgrade not being done correctly. Tech support stated that the one hard drive was upgraded before the other or the raid was not rebuilt correctly during the upgrade. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the are getting an error message of "hdd port 0 and 1 error" displayed on the central nurse's station (cns). They also had an issue on the cns where all the vitals disappeared for 20 seconds then when they came back, the qr waves were thick / bold for about a minute then the issue corrected itself. When checking the intel storage matrix manager, the drive status shows fine, and they both appear under the raid section. However, when they checked the hardware info tab in the cns application, we see a status of "none" for hdd port 0 & 1 under raid status. These issues were due to the upgrade not being done correctly. Tech support stated that the one hard drive was upgraded before the other or the raid was not rebuilt correctly during the upgrade. No patient harm was reported. Attempt #1 08/23/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/30/2022 emailed customer via microsoft outlook for all items under the no information section. The customer provided complaint details but did not provide the information requested. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 08/23/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/30/2022 emailed customer via microsoft outlook for all items under the no information section. The customer provided complaint details but did not provide the information requested.